Event description:
Drug/diluent: marcaine 0.5%, fill volume: 100 ml, flow rate: 2 ml/hr, procedure: right shoulder arthroscopic surgery, cathplace: shoulder joint. Pt alleges glenohumeral chondrolysis following placement of an I-flow on-q painbuster pump after surgery on (B)(6) 2006.

Manufacturer narrative:
Method: no product was returned for eval and investigation. Results: the info contained is from legal documents served on I-flow corp. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although, there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu (B)(4)). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." ((B)(4), rev e). Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending litigation.